Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and had to change to their back up controller the previous night. The patient stated that the controller was very hot and the screen said controller fault. When the controller was hooked up to the heartmate touch(hmt) and monitor, it was not able to be read. The patient and their spouse called the office but did not go through to the exchange. There were no issues with the controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: testing of the main printed circuit board (pcb) while connected to the returned faceplate revealed a reduced voltage signal across multiple components of the controller ; this reduced voltage signal resulted in the controller not being able to perform most of the controller functions, including communicating with the system monitor, recording events in the log file and regular operation of the controller buttons, speaker and indicator lights. It should be noted that visual inspection of the returned faceplate revealed a puncture near the alarm silence button. The user interface was stripped of its membrane to reveal the underlying components and the puncture on the membrane was observed to have damaged the user interface circuitry. Testing of the user interface pcb while connected to power revealed atypical voltages, which were suspected to be caused by a damaged component or circuit line on the backside of the membrane pcb; however, the backside of the membrane pcb is inaccessible. It was determined that the atypical voltage signal observed on the main pcb was caused by the damage on user interface circuitry as the main pcb would function as intended when connected to a test faceplate. No further testing could be performed on the returned faceplate. The controller was tested for temperature elevations during this operation, and the maximum temperature did not exceed device specifications. The maximum internal temperature of the controller was approximately 40 degrees celsius, and the maximum external temperature was approximately 35 degrees celsius during testing. The root cause of the controller fault alarm and the controller issues observed during testing was determined to be damage on the user interface circuitry; however, the cause of the damage on the circuity could not be conclusively determined through this analysis. It should be noted that the physical damage observed on the user interface could have damaged the circuitry. The root cause of the controller overheating could not be determined through this analysis; however, the voltage issue observed during testing of the returned controller may have contributed to this event. The device history records were reviewed and the records revealed that the heartmate 3 system controller, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, describes the proper steps to take in case the system controller becomes excessively hot. This section also the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the controller . The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.